Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient stated she stayed up late on the night of (B)(6) 2023 past midnight to meet a work deadline. She inserted a new sensor on (B)(6) 2023 into her upper right arm before going to bed. The patient stated that during the event she possibly had a seizure because she vaguely remembers a lot of involuntary movement and shaking when her dog woke her up, jumped on her and pawed at her. It was only when her dog woke her up that she realized she needed glucose. The patient stated they were taken to the emergency room because she hit her head when she became unconscious. She stated an hour later when she was feeling like herself, she checked a finger stick and it was 80 mg/dl and thought that was too high so she calibrated. She continued to calibrate several times during the day and stated that the cgm reading was quite a bit lower than the finger stick. The patient did not report information about what treatment they received at the emergency room. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Data was evaluated. An evaluation of the data logs indicate that the sensor session was started on (B)(6) 2023 at 2:36 am. The patient wore the sensor for 1 day and the sensor session ended on (B)(6) 2023 at 7:10 pm. The reported allegation that the patient thought the bg was too high compared to the cgm, could not be confirmed. During the sensor session there were 5 different bg calibration values entered by the patient based of the patients estimated glucose value just prior to these entries, the cgm was within the plus or minus 20 percent accuracy specification and parks error grid zone a. The probable cause was unable to be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient stated she stayed up late on the night of (B)(6) 2023 past midnight to meet a work deadline. She inserted a new sensor on (B)(6) 2023 into her upper right arm before going to bed. The patient stated that during the event she possibly had a seizure because she vaguely remembers a lot of involuntary movemtn and shaking when her dog woke her up, jumped on her and pawed at her. It was only when her dog woke her up that she realized she needed glucose. The patient stated they were taken to the emergency room because she hit her head when she became unconscious. She stated an hour later when she was feeling like herself, she checked a finger stick and it was 80 mg/dl and thought that was too high so she calibrated. She continued to calibrate several times during the day and stated that the cgm reading was quite a bit lower than the finger stick. The patient did not report information about what treatment they received at the emergency room. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.